Event description:
During cardiopulmonary bypass, the pressure sensor display was intermittent and fluctuating. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
The electrical connector to which pressure sensor interfaces with the temperature/pressure circuit board was observed to have broken solder joints. This was apparently due to the repeated stress associated with normal use over a period of 8 years. The device was repaired and returned.